Event description:
Description according to claimant: "a routine x-ray was performed on the patient. The x-ray results illustrated a leg of the filter broke-off". The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation is still in progress.